Event description:
It was reported that high capture threshold was observed on the right ventricular (rv) lead and failure to capture was observed on the left ventricular (lv) lead. The leads were explanted and replaced to resolve the event and the patient was in stable condition.